Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 20 previously reported events are included in this follow-up record. Product return status: 11 devices were received. 9 device investigation types have not yet been determined.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. 20 events had no patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 20 previously reported events are included in this follow-up record. Product return status 17 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. - 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h1020 previously reported events are included in this follow-up record.product return status17 devices were received.3 devices were not available for evaluation.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. - 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 6 devices were received. 14 device investigation types have not yet been determined. Event confirmation status: 6 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by internal corrosion. 20 devices were not labeled for single-use. 20 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.